Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer experienced a high blood glucose. The high blood glucose level was 459 mg/dl. Customer stated that he insulin pump had a no delivering alarm and it observed that he insulin was exited. Customer stated that he cannula was bent. The product will not return for the analysis.

Manufacturer narrative:
The correct information has been provided with this report.